Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported she was getting an electric shock. Additional information from the patient reported they had shocking down the left part of the ankle. The patient stated she never had to change anything, and the shocking started out of the blue. The patient noted the shocking began on (B)(6) 2018. The patient reported they had called their healthcare professional (hcp), but they no longer took her insurance. There were no further complications that have been reported as a result of this event.